Event description:
Updated information was received. As reported by our french affiliate, during valve deployment of a 29 mm sapien 3 valve by transcarotid approach, the commander delivery system balloon burst. The delivery system and the valve were removed surgically. A new certitude device was used, and the valve was successfully implanted by transaortic approach. The patient was stable.

Manufacturer narrative:
A supplemental MDR is being submitted for correction of the reported event. The following sections of this report have been updated: section b1 (adverse event), b2 (outcome attributed to adverse event), b5 (describe event or problem), d1 (brand name), d4 (model and lot number, expiration date), d11 (concomitant medical products), f10 (patient code), g5 (PMA/510(k) number), h1 (type of reportable event), h4 (device manufacture date), h6 (method, result and conclusion) and h10 (narrative text). The commander delivery system was not returned to edwards for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. There was no photo or imaging provided for review. The lot number was provided. A device history records (DHR) review did not reveal any issues that could have contributed to the reported events. A review of lot history for work order revealed no other similar complaints. At the time of this procedure, the transcarotid access was not an indicated use of the commander delivery system in france. Regardless, IFU and training manuals were reviewed for applicable instructions relating to the complaint event. The IFU for commander delivery system, the device preparation manual and the device training manual were reviewed for guidance and instruction on device preparation and usage involving the commander delivery system and esheath usage. The procedural manual provides guide on delivery system balloon ruptures or leaks during deployment without thv embolization. Do not use excessive force. Take care when crossing the thv, tracking back over the arch and removing the delivery system (through the tip of the sheath), maintain guidewire position, check for pv leaks under echo and if post-dilation needed, use a new delivery system and sheath. Take care when crossing the deployed valve to prevent potential embolization. No IFU/training deficiencies were identified. The complaints were unable to be confirmed as neither the complaint device nor applicable imagery were provided for evaluation. Due to unavailability of the device, engineering was unable to be perform any visual, functional, or dimensional analysis. Therefore, a manufacturing non-conformance was unable to be identified during the evaluation. No lot number was provided. Therefore, no DHR or lot history was able to be performed. A review of manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. The following factors may result in balloon burst, calcification in patient annulus (any level of calcification in the annulus may damage the balloon upon contact, leading to burst), over-inflation of the balloon (inflating the balloon with excess volume than indicated may subject the balloon to higher than intended pressures, leading to burst. Without applicable procedural imagery or patient anatomical information, there is insufficient information to determine a definitive root cause. Therefore, a root cause is unavailable at this time. Therefore, no corrective or preventative actions nor product risk assessment are required at this time.

Manufacturer narrative:
The certitude delivery system was not returned to edwards for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. There was no photo or imaging provided for review. The inspections and tests described below are representative of the processes that the sheath would have undergone during manufacturing. During the manufacturing process visual inspections and tests are performed throughout the process. Per procedure, the balloon outer diameter, working length and single wall thickness are measured. The balloons are visually inspected for defects. During the balloon preparation, pleat and fold process, the balloons are inspected for and defects. In addition, during product verification (pv) testing is performed on lot samples, the delivery system is inspected for physical defects or damage, and balloon burst. The lot met statistical requirements as requirement for lot released. The above inspections during the manufacturing process and testing performed during pv testing support that it is unlikely a manufacturing non-conformance contributed to the reported. As the lot number of the alleged edwards devices was not provided either a device history records (DHR) or a lot history review were unable to be performed. Since work order or products information was not provided, the most recent effective revisions of the documents (prior to complaint occurrence date) below are referenced. The IFU for certitude delivery system, device preparation manual and device training manual were reviewed for guidance and instruction on device preparation and usage involving the certitude delivery system usage. The device training manual provides guidance on balloon ruptures or leaks during deployment without thv embolization. Do not use excessive force, take care when removing the delivery system through the tip of the sheath o maintain guidewire position, check for pv leaks under echo and if post-dilation needed, use a new delivery system. No IFU or training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  The complaints were unable to be confirmed as neither the complaint device nor applicable imagery were provided for evaluation. Due to unavailability of the device, engineering was unable to be perform any visual, functional, or dimensional analysis. Therefore, a manufacturing non-conformance was unable to be identified during the evaluation. No lot number was provided. Therefore, no DHR or lot history was able to be performed. A review of manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. Without applicable procedural imagery or patient anatomical information, there is insufficient information to determine a definitive root cause. Therefore, a root cause is unavailable at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies or manufacturing non-conformance were identified. Therefore, no corrective or preventative actions are required at this time.

Manufacturer narrative:
The type of thv delivery system is unknown; however, these are the possible 510k number for sapien xt, and sapien 3: p130009, and p140031. Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. Transcatheter delivery balloon burst complaints have been previously investigated and written by edwards and documented in technical summary.  A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case, there is no allegation or indication a device malfunction contributed to this adverse event. Other potential contributing factors are unknown as limited clinical information was provided. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by our (B)(6) affiliate, balloon burst issues were experienced over a period of time. Those incidents were not reported, and the exact event and details are unavailable. Definitive information was not provided and reporting and capture of these events are being done conservatively.